Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. The complaint will be closed without a detailed investigation report and based on probable root cause. In the event that the device is received, the complaint will be reopened and the investigation will be updated with the new results. Probable root cause for the reported failure involving this device could not be determined due to insufficient information.

Event description:
It was reported that 3 cases were converted to open surgeries, which may be due to the insufflator. It could potentially be due to multiple insufflators, but the number involved could not be confirmed.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacture date is not known at this time. However, should it become available, it will be provided in future reports.

Event description:
It was reported that 3 cases were converted to open surgeries, which may be due to the insufflator. It could potentially be due to multiple insufflators, but the number involved could not be confirmed.